Event description:
A malfunction alert was reported, and the customer expressed frustration over the situation. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump, but a replacement pump was sent as a precaution, and the customer was instructed on returning the problematic pump. The customer understood and acknowledged all instructions provided by the support team.